Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/19/2022 h6 component code: g07002 no device returned h6 component code: c22 - photo analysis additional information: h3, h6 h3 investigational summary ¿ photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photograph shows a product code sealed wrap package w2808. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-07520, 2210968-2022-07521, 2210968-2022-07522, 2210968-2022-07523, 2210968-2022-07524. 2210968-2022-07525. 2210968-2022-07526. 2210968-2022-07527, 2210968-2022-07528, 2210968-2022-07529.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/22/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: to clarify on the complaint details : suture was detached from the needle and more fragile than normal.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/8/2022. H6 component code: g07002 no device returned. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one packet that pertains to product code w2808 was returned for analysis. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issues related no defects observed during the evaluation. A functional test was performed using an instron equipment, and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-07520, 2210968-2022-07521, 2210968-2022-07522, 2210968-2022-07523, 2210968-2022-07524. 2210968-2022-07525. 2210968-2022-07526. 2210968-2022-07527, 2210968-2022-07528, 2210968-2022-07529.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and suture was used. The suture broke from the needle easier than usual during the operation. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffer from any sign or consequence due to the issue? Please provide more details. What do you mean by "suture have break from needle"? Did the suture separate from needle or did the suture got broken? Please clarify. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-07520, 2210968-2022-07521, 2210968-2022-07522, 2210968-2022-07523, 2210968-2022-07524. 2210968-2022-07525. 2210968-2022-07526. 2210968-2022-07527, 2210968-2022-07528, 2210968-2022-07529.